Manufacturer narrative:
Samples have been discarded by the customer. If add'l info becomes available, a f/u medwatch will be filed.

Event description:
Home pt called to report an issue with the cassettes for the home choice machine. Machine would not prime. Customer experienced this problem with 7 of our cassettes. No pt injury was reported at this time.